Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The device was returned to the stryker service depot. Upon further evaluation, there was no problem found related to the reported issue. The cause of the reported issue could not be determined. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was not sensing in paddles mode. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device pco file was reviewed by a cqe and they observed. Following the message the device began acquiring signal through lead ii. Therefore the issue was verified. The root cause was unable to be established.

Event description:
The customer contacted stryker to report that their device was not sensing in paddles mode. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.